Event description:
The event is reported as: the customer alleges that the light went out during intubation. No patient injury or patient consequence.

Manufacturer narrative:
It is unknown if the device sample is available for evaluation.